Event description:
Product failure was noted during deployment of a wingspan stent. The first doctor began the case and attempted to place a wingspan stent. Due to the tortuosity, he advanced the stent to the distal end of the neuron but hubbed out the catheter. He had difficulty advancing the neuron further due to tortuosity. Second doctor took over and was able to advance the neuron further and proceeded to deploy the wingspan stent over a 300 transend floppy using the wingspan stabilizer. As he was attempting to deploy, he noticed the distal tip of the neuron had come apart. He then removed the neuron and wingspan and proceeded to complete the case by switching to an envoy and a new wingspan. No patient injury was reported.

Manufacturer narrative:
Device in question was returned to penumbra, inc. On 01/18/2008, both a device evaluation and a DHR review were performed. Results are as follows: device evaluation: visual: the neuron was returned with the wingspan system fully removed. The neuron tip was broken approximately 11cm from the distal tip. The neuron had a flat section both distal and proximal to the break point. A significant length of stainless steel coil was pulled from the proximal portion of the neuron. The wingspan system had a kink on the inner-body in the proximal spiral hypo-tube region. The stent could not be deployed on the bench. Conclusion: based on the condition of the returned samples, the wingspan stent could not have been in a position to deploy. The flat section in the neuron would not allow passage of the wingspan through the lumen of the neuron. A likely cause of the failure is that the neuron became kinked or flattened during use. It is likely that when the physician was attempting to pass the wingspan through this damaged area, friction was encountered. In an attempt to overcome this friction, force was used, and the neuron shaft broke. Design history record review: all appropriate inspections were completed. Two visual inspections were performed, the first for typical damage (i.e. Gross deformation and tip shape) and the second for visual transition verification (i.e. No separation and tip shape.) Only acceptable parts were released from lot. On the sub-assembly level (part # 0918-01 lot # l11678), all visual and dimensional inspections were completed per process monitoring requirements. Visual inspection was completed twice as the initial operator was sick and could not complete the inspection. The lot was not serialized and therefore 100% visual re-inspection was performed by a second operator, only acceptable parts were released from the lot. Finally all destructive testing was completed per the required process monitoring requirements and met specifications. During burst testing, one unit was not sufficiently gripped in the forceps and therefore failed at the forceps; however, the failure was above the specification (i.e. 100 psi min.) So no additional testing was required. No other anomalies were observed in the manufacturing of this lot. The parts manufactured in this lot and the sub-assembly lot met the required criteria and were deemed acceptable.